Manufacturer narrative:
This ventilator is currently in house at vyaire medical and is in the process of being evaluated. Once evaluated, a follow-up medwatch report will be submitted.

Event description:
It was reported to vyaire medical that the ventilator would not ventilate after the customer powered on the ventilator to connect to a patient. The ventilator alarmed and multiple flashing lights in the display. The ventilator was placed on the patient for about 2 seconds when the customer noticed that the patient was not being ventilated and a loud clicking noise was heard. The patient was taken off the ventilator. The customer attempted to troubleshoot the ventilator and the ventilator failed the ventilator check. There was no patient harm associated with this reported event.